Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this device triggered elective replacement indicator (eri) in late (B)(6) 2010. The monitoring voltage was 2.54 volts and was associated with a charge time of 26.5 seconds. Technical services explained that this device's monitoring voltage in (B)(6) 2008 was 2.97 volts. Therefore, the device would not be included in the shortened replacement window advisory at this time. Technical service discussed device behavior when end-of-life (eol) is triggered.